Event description:
Same event as MFR report numbers: 6000093-2006-01533 and 6000093-2006-01835. Event became reportable based on investigation approved on 16-aug-2006. It was reported that during a ptca procedure, the maverick2 monorail balloon would not hold pressure. The device was removed and another balloon of the same size but a different lot number was used, however, this balloon also did not hold pressure. They pulled a 3rd balloon and which ruptured at 5 atms on the third inflation. The first inflation was to 6 atms and the second inflation was to 8 atms. The lesion being treated was a vein graft in the obtuse marginal branch (om). No patient injuries or complications were reported. Patient status is reported as 'ok'.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The balloon catheter was received with the balloon in a deflated state with blood in the balloon and inflation lumen. Microscopic examination of the catheter found a balloon material tear located 1 centimeter proximally from the distal tip. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. The mfg records for top assembly batch 8642288 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There is one similar complaint of this nature related to this batch number. The exact cause of the tear could not be determined. The root cause for this event is unknown.